Event description:
Per the clinic, the patient underwent general anesthesia on (B)(6), 2015 to facilitate an exchange of the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.